Event description:
During an remote follow-up, noise resulting in oversensing, decreased sensing and inappropriate automatic mode switch were observed on the device. Technical services was contacted and suggested provocative testing. No intervention has been performed. The patient is stable with no consequences.